Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. However, the device history records of 410 lots of the product concerned (#(B)(4)) manufactured between april 2024 - march 2024 were reviewed and no abnormality that could lead to safety shield malfunction causing needlestick injury was found. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one needlestick injury occurred while using the bd vacutainer® safety-lok¿ blood collection set because the safety mechanism did not slide entirely over the needle. The patient is hiv positive, and the customer is unable to share if staff member received any prophylactic treatment.

Event description:
It has been reported that one needlestick injury occurred while using the bd vacutainer® safety-lok¿ blood collection set because the safety mechanism did not slide entirely over the needle. The patient is hiv positive, and the customer is unable to share if staff member received any prophylactic treatment.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.